Manufacturer narrative:
The reported event of the premature separation during procedure could not be confirmed. The investigation found no anomalies with the function of the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, while the device was in the delivery sheath, a pull test was performed. It was noted that the device had detached from the cable. The device was removed, and a replacement 20mm amplatzer amulet laa occluder was successfully implanted. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, utilizing 12famplatzer amulet delivery sheath. Device was prepared per instruction for use (IFU). During procedure, while the device was in the delivery sheath, a pull test was performed. It was noted that the device had detached from the cable. The device was removed, and a replacement 20mm amplatzer amulet laa occluder was successfully implanted. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.